Manufacturer narrative:
The reagent lot numbers were requested but not provided. The field service engineer (fse) checked the adjustments of the sample probe. The fse also replaced the cell rinse tubing. The investigation determined that the event was due to a service-related maintenance issue. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable crpl3 c-reactive protein gen.3 and bilt3 bilirubin total gen.3 results from six patient samples tested on the cobas 6000 c501 module. The reporter stated that two of the questionable results were reported. The reporter was able to provide two examples of discrepant results: sample (B)(6) the initial crp result was less than 1.0. The repeat result was 448. This result was deemed the true result. Sample (B)(6) the initial total bilirubin result was 8.4. The repeat result was 202.8. The units of measurement were not provided.